Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of hyphema and incorrect position are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Directions for use n. Should the final position of the xen®45 gel stent not be in the correct location (e.g., if the stent extends too far into the anterior chamber), the device may be exchanged. To exchange the device, grasp it near the point where it enters the angle. Gently pull the device away from the angle. Once you feel the stent move, release it and then grasp it again near the point where it enters the angle. Repeat this process until the stent is completely within the anterior chamber and can be removed through the corneal incision. The replacement stent should be implanted in the same quadrant or as near as possible to the original location of the removed stent using the same technique as implantation of the initial stent. O. If the xen®45 gel stent is positioned too far into the subconjunctival space, remove it through a small conjunctival incision using forceps. P. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent.

Event description:
Healthcare professional reported xen®45 gts was positioned too long in the anterior chamber. During an attempt to remove the xen for re-positioning, "some bleeding in the anterior chamber which created some difficulties with visibility. As the xen is flexible it was also difficult to grasp with the poor visibility. Ultimately the xen could not be removed as positioning could not be confirmed, even after attempting gonioscopy." The xen could not be seen in the sub conjunctival space after conjunctival dissection required for the express insertion, nor could it¿s positioning in the anterior chamber be confirmed. The xen remains in situ in the left eye and surgery was completed with an express shunt insertion.

Manufacturer narrative:
Allergan has initiated an investigation into the lot number discrepancy. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported xen®45 gts was positioned too long in the anterior chamber. During an attempt to remove the xen for re-positioning, "some bleeding in the anterior chamber which created some difficulties with visibility. As the xen is flexible it was also difficult to grasp with the poor visibility. Ultimately the xen could not be removed as positioning could not be confirmed, even after attempting gonioscopy." The xen could not be seen in the sub conjunctival space after conjunctival dissection required for the express insertion, nor could it¿s positioning in the anterior chamber be confirmed. The xen remains in situ in the left eye and surgery was completed with an express shunt insertion.